Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a diseased right common femoral artery after an interventional renal procedure. After the clip was deployed, the physician attempted to retract the device but it became hard stuck. Firm pressure was applied and the device came free from the patient's artery. Hemostasis was achieved by manual compression. There were no reported patient sequelae. Though requested, no additional information available.